Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca . Approximately 15 months post index procedure, patient suffered from decompensation cordis and died. Medication was given. Death was classified as non-sudden cardiac death. Investigator and safety assessed that the event was not related to index device or antiplatelets medication.